Event description:
A customer contacted beckman coulter inc. (Bci) regarding consistently high troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for one patient. Per customer, high accu tni results were obtained for a patient for past 6 months. It is unknown how many samples were tested. The accu tni results were in the range of 0.4ng/ml - 0.6ng/ml and were reported out of the lab. The accu tni results did not fit the patient's clinical picture. A sample from this patient was tested for troponin by a different method and a result of "<0.05" (units not provided) was obtained. Based on available information, the patient received an angiogram and an echogram. The customer has not received report of patient injury requiring medical intervention.

Manufacturer narrative:
The specimen and system information was not supplied. Customer did not question any other assays or results. Service was not dispatched for this event. Bci has made several attempts to discuss sending the sample to bci for interferent testing, but no sample was received to date. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.